Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had two pump failures previously, and they were both removed before the battery depleted. It was noted that the level of baclofen that the patient was receiving was zero from the two failed pumps. The patient reportedly went through withdrawals. The reporter stated that the neurosurgeon never found out why, but "she thought it may be a kink in the catheter." Additional information was requested, but was not available at the time of report.